Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device was reported that the lead perforated the patient. The lead was explanted.